Event description:
Physician reported a pregnancy for a pt who underwent the essure micro-insert placement procedure. Pt was 4 weeks pregnant (ectopic) on the date of initial report. Pt successfully treated with methotrexate and was doing well following treatment.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).